Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the act and esc buttons were not responding. Insulin pump was not dropped or exposed to moisture. Customer's blood glucose was 202 mg/dl. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No reservoir compartment anomaly noted. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.